Event description:
Caller reported a false negative urine hcg result compared with quantitative lab result. A (B)(6) patient had urine hcg test with a negative result. A serum quantitative result from the lab had a value of 67miu/ml. No known medications. Patient's last menstrual period was (B)(6)2010.

Manufacturer narrative:
Investigation pending.